Manufacturer narrative:
A review of the device history record for sn 14572134 was performed from date of manufacture 02/13/2016 to the present date 10/01/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
Customer reported the device displayed an unknown error code / message. It was reported there was no patient involvement.

Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
Customer reported the device displayed an unknown error code / message. It was reported there was no patient involvement.